Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue has been escalated to CAPA. Evaluation summary: a sample was available for evaluation. A visual inspection was performed revealing a small cut 2.2 cm below the y. The reported condition was confirmed. The root cause was not identified.

Event description:
The facility's ward manager reported to baxter (B)(4) that a dehp-free solution administration set had leaked from a hole in the tubing. This occurred during infusion. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number.the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.